Event description:
It was reported that the customer was hospitalized due to hyperglycemia and high blood glucose over 600mg/dl. The caller stated that the customer was vomiting, and the infusion set were changed several times, but his glucose level did not drop. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a manual prime and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.